Manufacturer narrative:
Lot number - 18k015, 19b016, 19c009. Four (4) single-use devices were received for evaluation. For one device, visual inspection on the returned unit via the naked eye noted no signs of blockage or physical abnormalities that could have caused the reported issue. The luer cap was removed and evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed on the unit, and the flow rate of the device was found to be in specification. The reported condition was not verified. For three devices, visual inspection revealed excess white drug precipitate inside the drug fluid of all three bladders. Further inspection revealed that drug precipitate was blocking the fluid path at the distal end of the glass capillary located inside the flow restrictor. The reported condition was verified for the three devices. The cause of the no flow issue was due to excess drug precipitate. The cause of the excess drug precipitate was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. It was reported that five (5) large volume folfusors did not flow. Four events occurred prior to patient use and did not involve a patient. One event occurred during infusion and involved a female patient. For the event that involved a patient, the reporter stated that the ¿patient line¿ had kinked. Once the patient straightened their arm, infusion completed without further reported issues. No additional information is available.